Event description:
On (B)(4) 2012, product analysis was completed on a consultant's programming handheld. During the analysis, it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with 5 broken wire connections in the serial cable. Product analysis identified the most likely cause for broken solder connection is wear/misuse of cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified. Previously, on (B)(4) 2012, the manufacturer's consultant reported that he was getting ready to go into a case and he could not interrogate the generator to input the patient's initials. The wand battery stayed on greater than 25 seconds. The connections were checked, the wand rotated, and a hard reset performed but he still could not communicate with the device. The consultant even tried his dummy generator and was unable to communicate with it as well. He tried inside and outside the or but no success. The consultant also stated that there was no equipment around that would cause emi as he had moved away from all the equipment. The consultant was going to obtain another physician's programming system for the surgery. He stated that his programming system had worked fine the day before.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.